Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the patient experienced left bundle branch block (lbbb) post balloon. The lbbb resolved one day following procedure. The patient rhythm changed to complete heart block four days post implant and required implantation of dual chamber pacemaker. The patient was further monitored with no adverse patient effects.

Manufacturer narrative:
Conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. The device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).